Event description:
Blood leak occurrence into dialysate path toward the end of dialysis. Treatment was terminated earlier. Pt remained with stable vital signs. Physician notified and the following actions were prescribed. Blood cultures x2. Antibiotic coverage. Operator stated that there was no blood leak alarm that sounded. Only high pressure ven pressure alarm. Troubleshoot unit - found defective. Would not allow calibration of blood leak sensor. Replaced bd calibrate test ok.